Manufacturer narrative:
This report is submitted on june 24, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to performance decrement. The patient was reimplanted with another cochlear device during the same surgery.